Event description:
It was reported that device separation occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery. A rota burr and a rotawire were selected for use in treating the lesion. During the procedure 9cm of the rotawire tip separated while inside the patient. The separated wire was successfully recovered by surgical procedure. The procedure was not completed due to another reason. No further patient complications were reported.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that device separation occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery. A rota burr and a rotawire were selected for use in treating the lesion. During the procedure 9cm of the rotawire tip separated while inside the patient. The separated wire was successfully recovered by surgical procedure. The procedure was not completed due to another reason. No further patient complications were reported. It was further reported that a 1.50mm rotapro and a rotawire were selected for use in the percutaneous coronary intervention (pci) procedure. During the seventh ablation, when the burr was returning from the distal part of the lesion, the device stalled and the burr became stuck in the lesion. The rotation was applied with dynaglide mode, however the drive shaft and the tip burr were detached. Angiography was performed, and the rotawire did not appear to be detached. The guide extension 7fr was advanced into the rotawire near the lesion. The lesion was unable to be crossed, and the rotawire was separated at 291 cm, as tension was applied for the device to cross the lesion. An attempt was made to recover the burr and rotawire by using a snare, but was unsuccessful. A surgical procedure was performed. After performing coronary artery bypass grafting (CABG) surgery, the patient's condition was stable. About 9 cm of the separated wire was recovered, but the burr that was stuck in the calcified lesion could not be recovered and was left inside the patient. There were no patient complications and the patient was in a stable condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscope inspection of the analysis of the returned product revealed that the spring tip bent/kink and stretched. The device has a detached portion of about 10 cm. The fractured end of the guidewire has evidence of rotational damage. Inspection of the remainder of the device presented no other damage or irregularities. A2: age at time of event - 18 years or older.

Event description:
It was reported that device separation occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery. A rota burr and a rotawire were selected for use in treating the lesion. During the procedure 9cm of the rotawire tip separated while inside the patient. The separated wire was successfully recovered by surgical procedure. The procedure was not completed due to another reason. No further patient complications were reported. It was further reported that a 1.50mm rotapro and a rotawire were selected for use in the percutaneous coronary intervention (pci) procedure. During the seventh ablation, when the burr was returning from the distal part of the lesion, the device stalled and the burr became stuck in the lesion. The rotation was applied with dynaglide mode, however the drive shaft and the tip burr were detached. Angiography was performed, and the rotawire did not appear to be detached. The guide extension 7fr was advanced into the rotawire near the lesion. The lesion was unable to be crossed, and the rotawire was separated at 291 cm, as tension was applied for the device to cross the lesion. An attempt was made to recover the burr and rotawire by using a snare, but was unsuccessful. A surgical procedure was performed. After performing coronary artery bypass grafting (CABG) surgery, the patient's condition was stable. About 9 cm of the separated wire was recovered, but the burr that was stuck in the calcified lesion could not be recovered and was left inside the patient. There were no patient complications and the patient was in a stable condition post procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older.